Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse opened the unit and checked all connections on the video processor board and made sure to reseat them all. Then, fse completed all diagnostic, performance, and safety tests on the unit. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units bottom of screen went black and froze. Unit was turned on and off again and came back with almost blind/black frozen lower control screen. The unit was replaced. There was no patient harm reported.